Manufacturer narrative:
Only the pushwire was returned for evaluation and the coil implant was found detached. (B)(4).

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached outside of the patient. No patient injury reported.